Manufacturer narrative:
The reported failure of ventilator inoperative alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy ev300 device was returned to a third-party service center for field change order (fco) remediation. There was no allegation of device malfunction, and the device was not reported to be in patient use. During evaluation of the trilogy ev300 device, the field service engineer (fse) completed the final test procedure and was in the process of printing the final test report when the device displayed a red screen with the message "ventilator inoperative." The fse checked the connections, batteries, and other components but was unable to clear the issue. Due to the time of day and the facility closing, further testing could not be performed. A second fse later returned to the location with additional fses to conduct preventive maintenance on multiple units and was able to continue testing this device. They determined that the issue could only be corrected by replacing the device's system board. The device had remained in the inoperative state for an extended period because the initial fse did not create a follow-up case to address the issue. The system board was replaced. An evt_internal_batt_not_detected error found in the device's event log was associated with the work order performed by the former fse and was addressed through the replacement of the system board.